Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer removed insulin from old cartridge and loaded it into the current cartridge. The caller was informed that transferring insulin between cartridges is off-label use, which they acknowledged. The blockage in the cartridge was identified as the cause, and the customer replaced necessary supplies and resumed insulin therapy.